Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is not known; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain 4 of 5. The technical service representative (tsr) had the hp cycle power on the hc to clear the alarm. During troubleshooting, it was noted that the hp had disconnected from the hc without pressing stop. The tsr reviewed proper disconnect procedures with the hp. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.